Event description:
It was reported that this pacemaker system exhibited loss of capture (loc); it was discussed that pacing was not displayed for two to three seconds. In addition, pacing lead impedance increased from approximately 300 ohms to 800 ohms remaining within normal limits. As a result a right ventricular (rv) lead conductor fracture was suspected. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.